Manufacturer narrative:
As part of the investigation, olympus followed up with the reporter to obtain additional information regarding the event. The clinical technician further reported that no equipment will be returned olympus as the reported issue was determined to be caused from other equipment, imagestream, and not the suspected otv-s190. The issue has been resolved by the customer. No adverse outcome was reported. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the clinical technician at the user facility that the visera elite video system center reported had no image during an unspecified even and requested to have the equipment returned for service. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the phenomenon occurred, in another device. And the subject device does not have any abnormality according to the information provided. Olympus will continue to monitor the field performance of this device.